Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels dropped to 30 mg/dl and the patient passed out, while at work. A ambulance arrived to render treatment to the patient. For treatment, the patient was given glucose. The pod was worn between 4 and 24 hours on the hips/buttocks. The ambulance left after 30 minutes.